Manufacturer narrative:
Device received with cracked lcd window and cracked case at the display window corner. Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test and displacement accuracy test due to compromised force sensor system alarm during basic occlusion test. No rewind anomaly noted. No missing segments/partial display noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alert. Customer's blood glucose level was 380 mg/dl. Customer states insulin pump also had blank display and partial display. Customer reports insulin pump screen was black. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.